Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: investigation revealed a torn and damaged audio bolus button (abb). The abb was found to be unresponsive; the slug was found to be missing. The battery compartment was also found to be cracked below the bumper traveling toward the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a torn and damaged audio bolus button (abb). The abb was found to be unresponsive; the slug was found to be missing. The battery compartment was also found to be cracked below the bumper traveling toward the case seal. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.